Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient lost pain relief after a fall. The patient was also unable to connect recharger to the ins easily and ¿excellent¿ was only maintained intermittently. The rep said they would gather more details and a telemetry report during a meeting with the patient on (B)(6). It was noted that the issue was resolved at the time of the report and it was unknown if surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was meeting with a neurosurgeon to evaluate her most recent fall about 2 weeks ago. The stimulation was the same, rep reviewed pattern and gave patient new group. Neurosurgery evaluating for a vertebral fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient lost pain relief after her fall a few months ago. The patient didn¿t bring her charger with her to the appointment, so the rep was unable to see how she was coupling. The rep reported that per her healthcare provider (hcp), the MRI showed the patient had a small fracture which could be giving her this new onset of pain. The rep reprogrammed the patient and her stimulation coverage felt better. The rep was to follow up with the patient to see if she was coupling better and if the new program was working better for her original pain. No further complications were reported.